Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm upon first inflation for 10 seconds. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the balloon was simply removed from the patient's body and the patient condition post procedure was good.

Manufacturer narrative:
Initial reporter city- (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm upon first inflation for 10 seconds. The procedure was completed with another of the same device. No patient complications reported.